Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from data use agreements clinical registry that the surgeon reported that patient had a revision surgery after initial procedure of arthroscopic shoulder stabilization with gryphon br device. There was no reported alleged malfunction against the device. It was reported that the cause for the revision was a right acromioclavicular strain. It was reported that the revision performed was on (B)(6) 2014. The device is not available to be returned for evaluation. No additional information is available.